Manufacturer narrative:
Device received with constant pump error 38 alarm during rewind due to corroded motor home switch. Device also received with corroded electronic assembly. Unable to confirm unresponsive buttons due to pump error 38 alarm during rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had stuck button alarm. The customer¿s blood glucose level was 188 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.